Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during device preparation of a the 14fr esheath+, a solid residue was noticed in the blue plastic portion of the 16 fr dilator. This was noticed prior to flushing the dilator. The residue was not observed anywhere else in the esheath+ packaging. The device was not used on the patient. Another 14fr esheath+ was prepared without issue and was used in the successful implant of a 23mm sapien 3 ultra valve in the aortic position.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 16fr dilator was returned to edwards lifesciences for evaluation and a white residue was observed in the proximal portion of the hub. Due to the nature of the complaint, no applicable functional and dimensional testing was performed. The complaint was confirmed through visual examination. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the dilator is 100% inspected for the following: visually inspect the hub bond area; accept discoloration; reject through channels; reject gaps/voids greater than 0.125" in bonding adhesive. Visually inspect using minimum 2.85x magnification for cleanliness, which includes for embedded particles, loose particulates, fibers, surface fluids, burns, and stains. Prior to packaging, the trays/cards and retainers are 100% inspected for loose particulate. The trays/cards are cleaned as necessary with 70% ipa dampened clean wipes and compressed air. During packaging, the tray, retainer, and pouch are 100% inspected for the following: contamination; particulate or fibers. After packaging, the package and seal are 100% inspected for the following: visually inspect for cleanliness, which includes for embedded particles, loose particulates, fibers, surface fluids, burns, and stains. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the imagery and returned device. A review of the DHR, lot history, and manufacturing mitigations review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. However, the possibility of a manufacturing non-conformance potentially being involved could not be ruled out based on the investigation. A review of the IFU/training manuals revealed no deficiencies. Evaluation of the returned device showed white substance inside the dilator hub. Fourier transform infrared spectroscopy (ftir) analysis was conducted to determine the material characteristics of the particulate found inside the dilator hub. Based on ftir analysis, the particulate was closely matched with an adhesive component that is a part of the esheath+ bom (pn: 470198101) and is used during dilator-to-hub bonding. Review of manufacturing procedures show that discoloration of the hub bond area during dilator final inspection is acceptable. It would also be possible for the reported residue to go unnoticed during manufacturing if the white color had developed post-device build/inspections (i.e. Improper curing due to excess material present and/or if compounded with environmental factors could potentially cause the clear adhesive residue to change appearance over time). However, a definitive root cause is unable to be determined at this time. As an edwards defect was identified, a CAPA assessment and product risk assessment (pra) was performed. Based on this assessment, no CAPA nor a pra is required. An awareness communication was performed as a cautionary response. No further action is required.